Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/09/2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The reaction was located on the upper buttocks and is body wide. The reaction was described as really raw looking, red, shiny and smelling badly. On (B)(6) 2016, patient went to the hospital to receive treatment for the reaction and was prescribed eumovate and antibiotics, which the patient's mother used to treat the affected area. At the time of contact, the patient's skin was cleared. No additional event or patient information was provided.